Manufacturer narrative:
Additional health effect - impact code 4: f2203 - imaging required. Photo analysis: visual analysis of the photographs identified: irritation/inflammation: unable to observe as it is a medical event that is not related to the device. Seroma: unable to observe as it is a medical event that is not related to the device. Additional observations: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "discomfort", "inflammation", and "seroma diagnosed by ultrasound". The device has been explanted and replaced.